Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated right ventricular undersensing. Concomitant medical product: p1501dr ipg, implanted on (B)(6)2005, explanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture at the highest output in unipolar or bipolar, low impedance, high thresholds and undersensing with no v-sense markers. The rv lead was partially explanted and capped. No patient complications have been reported as a result of this event.